Event description:
The user facility reported a steam and water leak from the pipes of their renaissance sterilizer. No injuries, or procedure delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and determined the steam and water leak was coming from the steam shut off valve at the connection to the pressure regulator valve. The technician replaced the steam shut off valve and associated o-ring. The technician confirmed the unit was operating to specification, and returned it to service. No additional issues have been reported by the facility pertaining to this unit. The unit was remanufactured in july 2009. The unit is currently under a steris service agreement; the last preventive maintenance was performed on april 13, 2014, at which time the unit was confirmed to be operating to specification.